Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient complained of pain, doctor had hip x-ray and found cement mantle loosened and needed revision.

Manufacturer narrative:
An event regarding loosening involving an unknown cement mix was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical records confirms loosening but exact cause could not be determined as provided medical records were insufficient for further assessment. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient medical information was provided. Further information such as return of device, dated x-rays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information, this investigation will be reopened.

Event description:
Patient complained of pain, doctor had hip x-ray and found cement mantle loosened and needed revision.